Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device was pressed. The device was returned to the biomedical department with a report of the device will not operate with the bolus cord. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.